Event description:
Reporting status: death. Reporting rationale: mycoardial infarction (mi) resulting in death. Device issue: no device malfunction has been reported. Two days post implant of two promus stents to treat restenosis of another company's stents, which has been implanted 4 years ago, the pt died. The lesions treated were located in the mid left anterior descending (lad) (cass 13) and the 1st obtuse marginal (cass 20). One day post implantation of the two promus stents, the pt was discharged, however, later that same day the pt returned to the hospital due to abdominal pain and malaise. The patient subsequently experienced bradycardia, hypertension and an mi which was attempted to be treated through the use of medication and transcutaneous pacing. The pt was "do not resuscitate" status per a previous hospitalization and the order was re-signed. Per the death certificated, the cause of death was an acute myocardial infarction with an underlying cause of atherosclerotic heart disease. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(Malise, abdominal pain, atherosclerotic heart disease). The second promus everolimus eluting coronary stent system is being filed under the same MFR number.